Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements, from 1500 ohms at implant to 2079 ohms one day later. The high, out-of-range measurement caused the lead safety switch (lss) to trip. The patient was to be seen for a follow up on february 9. It was noted events in the arrhythmia logbook showed some baseline noise/artifact that was not being sensed by the device, likely due to the lead being in the unipolar configuration. At the device follow up, noise was observed with arm movements while in unipolar. The lead was programmed back to bipolar and no noise was produced with pocket manipulation and isometric maneuvers, and pacing impedance measurements were stable and within normal range at 1954 ohms. No x-rays were performed. The physician plans to continue monitoring, as the patient is paced less than 1% in the rv. No adverse patient effects were reported.